Manufacturer narrative:
Date sent to FDA: 6/26/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event.

Manufacturer narrative:
It was reported that the patient experienced abdominal pain and emotional distress following the procedure. It was reported that she underwent mesh removal on (B)(6) 2015 by dr. (B)(6) due to fistula and adhesion. No additional information was provided.